Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 68mg/dl. Carbohydrates were consumed to address the bg level. Reportedly, the customer believed their low bg level may have been caused by exercise. The customer stated that their husband assisted the customer in keeping them stable in order to prevent the customer from falling and monitored the customer during this event. Recommendation was made to consult with their health care provider to discuss diabetes management.